Manufacturer narrative:
The customer reported that the probe tip of their braun pro6000 overheated. There were no allegations of injury. The braun thermoscan® pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature. Hillrom has recently been able to reproduce the hot probe tip malfunction, with new devices, when the devices are subjected to various cleaners in an aggressive cleaning simulation. It is believed that hillrom has not been able to reproduce the malfunction with returned devices from customer complaints because any fluid that may have ingressed had likely evaporated, therefore not showing the hot tip malfunction. Based on hillrom¿s ability to replicate the malfunction of a hot tip on new devices that can potentially go above the built in risk mitigations of a safety cut off that could potentially cause a more serious injury we have deemed this complaint to be reportable.

Event description:
The customer reported that the probe tip of their braun pro6000 overheated. There were no allegations of injury. This report was filed in our complaint handling system as complaint #(B)(4).